Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturer only the reported particle was received. Visual inspection at 10x microscope magnification was performed on the sample received. A white fiber/particle was observed inside the collection container confirming the reported issue. The particle was analyzed by ftir (fourier transform infrared), spectroscopy results revealed the particle is consistent with a polyethylene. According to the evaluation the particle is not associated to our manufacturing process. Throughout the manufacturing process there are various 100% visual inspections that would have identified and discarded a lens with similar particulate. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, evaluation of seal lab results, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report or documentation or labeling change is required. Escalation is not required. Abbott medical optics will continue to monitor this type of complaint. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as to date the lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) the surgeon noticed a particle in the patient's eye. The particle was removed with a capsular rhexis pincet with no patient injury and no incision enlargement. Additional information was received and it was learnt that there was no delay in the procedure and the surgeon believed, but he is not sure, that the particle came from a particular type of gowning used by the health care staff in the surgery room. No further information was provided.